Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient went to emergency room and got hospitalized. The blood glucose level was high and the patient changed soft cannula infusion set only and treated with insulin. The issue occured with 3 infusion sets. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026- 00279- device 2 of 3.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2026-00279. Correction: this MDR is being submitted to correct the submitted model number, serial number, primary unique device identifier (UDI) number under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against "lot number 6000895 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6000895 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6000895 and similar malfunction codes soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, the count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6000895 was manufactured according to the work instruction (wi) version 90 and manufactured in the machine multivac 14 on 03-may-2023, with a total of (B)(4) units. The DHR review indicated that during outgoing test 4(c), one sample was found to have a contamination. An extended sampling was conducted and accepted in accordance with established procedures. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 17/nov/2023. Wi - guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6000895 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.